Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the system error 322. It was confirmed and reproduced during evaluation. The evaluation was unable to determine the cause. The upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed an unknown system error. It was also reported there was no pt injury.